Event description:
The facility's biomedical technician reported an infusion pump with failure code 3, found during patient use with no patient injury. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding age of patient, medication involved or the set up of the infusion device. When the failure code occurred the pump, which was infusing medication from a bag of an unknown size, had to be switched out. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact information was provided.